Manufacturer narrative:
UDI: lot/serial unknown. (B)(4). Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the impactor device was making a whistling noise and misfiring. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: it was reported in error that the serial number was unknown. It was the date of manufacture that was unknown at the time. The date of manufacture was reported as unknown in the initial medwatch report. The date has been updated to feb 21, 2019. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the impactor device and it was determined that the device was making a ¿clicking¿ sound then impacts, worked intermittently, and when the rear housing was removed it was observed that the wires were pinched. It was further observed that the device failed functional testing. Therefore, the reported condition was confirmed. The root cause of the intermittent operation to be related to assembly, which is covered under a CAPA. The reported pinched wires are covered under a CAPA. The assignable root cause of these conditions were determined to be related to a manufacturing issue. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.